Event description:
On 11/12/2008, the patient's father reported that the patient's infusion sets have not been sticking to his skin. He stated that 4 of the patient's last 10 infusion sets have fallen off, 2 while the patient was at school and 2 while the patient was sleeping. All 4 infusion sets had been in use for less than 1 day. The patient's skin is cleansed with alcohol and allowed to dry prior to adhering the infusion site. No physiological effects were reported. The patient was sent tegaderm and IV prep wipes. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.